Event description:
I underwent a monarc sling procedure, outpatient, for stress incontinence. I had pelvic pain afterward, not severe. Six weeks following surgery, I experienced sharp pain during intercourse, and discovered an edge of the sling protruding through my vaginal wall. During subsequent trips to my urologist was unsure how to treat the problem, advised waiting for additional healing. Pain persisted. Consulted another physician, another dr, who examined me, and reported my body had rejected the sling, infection was present and the sling needed to be excised, which he did the following week. In 2007, he performed abdominal fascial sling procedure. I am healthy, but have lost a great deal of time and money, stress incontinence is negligible, but surge incontinence has worsened. Please note the exact day given for the procedure may not be accurate as I am reporting this from my office, without records nearby.